Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high, out of range pace impedance measurements. There was no capture at the maximum outputs. A lead fracture was suspected. The patient, who has chronic atrial fibrillation (af), reported symptoms of feeling tired and shortness of breath. Additional information indicates that the system was programmed to vvi. There is no surgical intervention planned at this time. No additional adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received indicating that there was x-ray confirmation of clavicular first rib crush. No further information was provided. No adverse patient effects were reported.

Event description:
Additional information was received indicating that this lead was surgically capped during a procedure to replace the patient's pacemaker with a cardiac resynchronization therapy pacemaker (crt-p). No adverse patient effects were reported.